Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the first ruby coil was advanced into the lantern and became stuck at the distal end. Therefore, the lantern containing the ruby coil was removed. On the back table, the physician noticed that the ruby coil had unintentionally detached in the lantern. The detached ruby coil was removed from the lantern with difficulty and the lantern was examined before being re-advanced. The procedure was completed using another ruby coil of the same size, six other coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.